Manufacturer narrative:
The reported event of stylet failure to advance was confirmed. Final analysis found that as received, a complete lead was returned in one piece without the stylet used during the procedure. The test stylet found an obstruction near the distal region of the lead. During inspection, the dissection of the lead found blood in the inner coil at the obstruction area. The cause of the reported event was isolated to the blood clogging the inner coil.

Event description:
It was reported that the patient presented for an implant procedure. During procedure, the stylet could not be inserted into the right ventricular (rv) lead. The rv lead was not used, and a new one was implanted. Patient was stable throughout procedure.